Event description:
Caller reported blood glucose results of 140 mg/dl, 360 mg/dl, and 130 mg/dl, each result 5 minutes apart on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.